Event description:
The a1059 mayfield modified skull clamp was being used on a male patient when it slipped and caused a laceration to the scalp. Treatment details were not provided. It was unknown if the incident led to an increase in surgery time. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 12/01/16. Device history review. Trend analysis. Failure analysis. Device history record reviewed for lot code 137 shows lots passed all necessary inspection points with no (B)(4) reworks or variances. Service history review: no service history on file for this returned device. Trending analysis: no manufacturing or design related trend has been identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads, this would not have caused slippage; general maintenance and cleaning required. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2013 with no prior service history. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.